Event description:
Company rep reported "old [lap-band sys] was explanted and replaced with [another lap-band sys] at the same time. [Patient had] lack of restriction for a very long time. [Lap-band sys had a] leak point where tubing was kinked and no fluid could reach band since it spilled out in abdominal cavity."

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, date of event, implant date, and explant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this report. Further information from the reporter regarding the serial number and the implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling address the possible outcome of "kinked" as follows: failure to creat a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening and pocket must be created for the port, so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing.